Manufacturer narrative:
Block b3: exact date unknown, event occurred six years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 20459857. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 20459857. UDI: (B)(4).

Event description:
It was reported that the patient had infection. The patient underwent an explant procedure. No further information has been obtained.